Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There were (B)(4) units in stock in b. Braun surgical's warehouse that have been received for analysis. We have received 25 closed samples and 1 opened from the customer to analyze this complaint. We have checked all samples received and the 25 closed samples received from customer and the 8 samples received from stock contain the correct suture inside (dafilon blue usp 5/0 45 cm long with ds12 needle). However, the open sample contains a different suture than the indicated in the first pack. This different suture has been characterized and is dafilon blue usp 3/0 75 cm long with ds24 needle (equivalent code 0935352). Upon investigation, it has been determined that there was an improper operation of line clearance during manufacturing process. Another order for code 0935352 (dafilon blue usp 3/0 75cm ds24) was packed in the same machine. Remarks: the personnel involved have been informed and a retraining will be provided about line clearance process for operators. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that one of the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in this sample received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a corrective action (CAPA) has been opened for root-cause analysis and corrective actions.

Event description:
It was reported an issue with dafilon suture. The client reported that the description of the packaging and the sachets is different, while the content of the packaging is different. The sachets contained a thread with a larger needle. No patient involvement as it was detected prior to use. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.